Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported implant fractured at bone level, removed with trephine and placed new implant. Tooth 18. Surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, follow up to check tissue and implant healing. Symptoms as a result of the event: none indicated.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-01156 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: g6: checked "follow-up".

Event description:
Customer reported we were aware of the fractured screw. That is why the implant was removed. The implant fractured on april 19, 2022.

Event description:
It was reported implant fractured at bone level, removed with trephine and placed new implant. Tooth 18. (B)(6) 2022 customer reported the implant fractured on (B)(6) 2022. Customer reported that they were aware of the fractured screw. That is why the implant was removed. Additional appointment required: yes, follow up to check tissue and implant healing. Symptoms as a result of the event: none indicated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One imp,tsv,4.1mm,dual sel,ha (tsv4h10) and one unknown screw was returned for investigation visual evaluation of the as returned implant fractured implant identified at the collar. Also fractured screw inside implant. Bone residue around external threads. Additional failure mode (fracture: screw) identified through inspection. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #18 (universal) for approximately 13 years. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (61124742) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61124742) for similar events and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.